Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08715 inches. Unit uploaded properly using care link. Unit had pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 2.2 mmol/l the customer experienced symptoms such as nausea and fatigue. The customer was treated with intravenous drip. The customer stated that they were using the auto mode feature. The insulin pump will be returned for analysis.